Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred at the start of treatment and was noted by the hemodialysis machine's blood leak alarm. Blood leak was confirmed visually in the dialysate and with positive hemastix. Blood was returned to the pt with blood loss reported as minimal. Treatment was resumed on a new dialysis machine with new disposables and completed without incident. No pt injury or medical intervention was reported per hcp.